Event description:
Pt had previously been discharged with a drainage catheter attached to a hemovac. The pt called medical imaging to report the catheter had cracked and was not holding suction. He came into the medical imaging dept and had the catheter replaced.